Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A facility reported a disposable perforator (ID 261221) stopped during the craniotomy procedure. The physician tried to pull out but it did not come out. When the physician pulled out strongly, it was disassembled. The drill was an anspach eg1. The procedure was completed with a replacement product available. No surgical delay was observed. It is unknown if the device failure led to patient injury; it is also unknown if perforator clicked in place in the drill and if the recommended spring tests were performed between each burr hole.

Manufacturer narrative:
The disposable perforator (ID 261221) was returned for evaluation. Device history record (DHR): there is no indication that the production process may have contributed to this complaint. All test results passed procedural specifications. Failure analysis: the perforator unit was inspected using the unaided eye. Anomalies observed were unit received disassembled and soiled with organic material. IFU testing procedure was performed no observed anomalies after being reassembled and cleaned of organic matter. Functional testing was performed using the same protocol it underwent at finished goods testing prior to release. The unit was found to perform as intended and fulfilled the acceptance criteria. The complaint could not be verified through failure analysis. The root cause is undetermined and was unable to be confirmed in the complaint evaluation. No further investigation required based on the acceptability of risk and no adverse trends identified. This will be monitored and trended going forward.

Event description:
N/a.